Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A field engineer reported that the 00mlx xenon lightsource had overheated and melted carriage, burning smell noted. It is still unknown if the patient was prepped for surgery. No delay in the procedure due to product problem. No patient injury or death alleged.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. An investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. A visual inspection found customer label, some scratch marks on the mlx unit. Internal inspection of the unit showed that parts of the lamp carriage, the base for the lamp and part of the hot mirror was melted. Functional testing found the unit powered "on". The lamp did not ignite and there was extended clicking from the starter board. Note that the fan behind the lamp was not functioning. Further inspection found the fan wire-harness cable in the bezel was not properly seated into the control board. Reported complaint was confirmed. The root cause of the partially unseated fan cable was not conclusively determined.